Manufacturer narrative:
Qc was within specifications. The customer did not question any other assays at the time of this event. The sample was collected in a lithium heparin tube and centrifuged for 5 minutes at ambient temperature. A field service engineer (fse) was not dispatched to the customer's lab as the customer did not want service stating the event was due to sample integrity, not to an instrument issue. A clot found in the patient's tube may have contributed to this event.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the unicel dxi 800 access instrument. A patient sample was tested for accu tni and a result of 2.54ng/ml was obtained. The result was reported out of the lab. The customer inspected the patient original sample and found a clot. The customer re-centrifuged the original sample and then re-tested for accu tni. The repeated accu tni results were: 0.23ng/ml, 0.37ng/ml, and 0.9ng/ml. A corrected report has been issued. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.